Event description:
Customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep and customer evaluated the system, and could not reproduce problem. System operates as intended.